Manufacturer narrative:
H6 device code annex a updated to patient device interaction problem.

Manufacturer narrative:
H6 device code was updated to- positioning failure.

Manufacturer narrative:
The complaint for unable to elongate implant to reposition/implant caught on anatomy was confirmed with objective evidence. No manufacturing non-conformities were found in the returned sample or identified from the imaging evaluation. Available information suggests that procedural use (echo showed that device was attached to a membrane like tissue on the edge of the vena cava, inferior to right atrium. Visualization was difficult due to shadowing) and patient conditions (device was entangled in a chiari net) contributed to the reported event. A pra was initiated due to this event exceeding the predicted probability of occurrence of harm (poh) and resulting in an increase in risk level.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where the implant system was caught on anatomy and required surgical removal. Device preparation was performed according to IFU with no abnormalities noted. While steering down to the valve it was noticed that the device was going in direction to the septal wall. Physician opened the device to capture ready confirmation and tried to correct the position away from the wall, moving the fin of the steerable catheter (sc) as well as putting flex on the sc. However, no movement was visible and it was decided to elongate and retract the implant catheter (ic) to try to get away from the wall. Device was elongated but one of the clasps stayed up at 30 degrees away from the spacer, despite the clasp sliders were both down. The clasp seemed stuck. Several maneuvers were attempted but echo showed that device was attached to a membrane like tissue on the edge of the vena cava, inferior to right atrium. Visualization was difficult due to shadowing. Clinical specialist (cs) suggested to turn the device 90 degrees while slightly pushing and pulling to get free from the membrane. In fluro it was observed there was tension building up on the system so the physician continued trying to free the device but resulted in getting the other clasp attached to the tissue as well. In a last attempt to free the device the physician attempted to pull the is back into the gs. However, it was observed on echo that the attached/entangled tissue was retracting into the gs with the implant. At this point procedure stopped to assess further options. Physician decision to transfer the patient to another hospital for surgical removal. Is was partially retracted into the gs (to the paddle- spacer junction) and devices were secured with sutures and steri strips for transfer. The cs accompanied the patient to the receiving hospital. Surgical intervention by mic apical thoracotomy. During the surgery it was identified that the pascal was entangled in a chiari net. After resecting the chiari net from the device, cs advised the or nurse how to pull the device back into the gs. The sutures on gs were cut and gs was pulled back into the ivs. Surgeon decided to proceed with a tkr with a physio tricuspid ring (30cm) resulting in a tricuspid insufficiency grade 1. Patient was taken of ECMO support without any problem. As per response received, patient was awake and on a normal hospital ward. As per the implanting physician, it was not a problem with the device but an anatomical problem they could not foresee. As per the surgeon, it was a good decision to move the patient to surgery as it would not have been possible to get loose of the chiari net.